Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported pacing failure relative to the subject device during the implant attempt. It was indicated that the device did not pace outside of the pocket nor inside the pocket, and that the electric values of the associated leads were acceptable. The physician also indicated that the issue was reproduced with a second pacemaker. Following reprogramming of the second device to bipolar, the pacemaker started pacing and the procedure was completed.

Event description:
The physician reported pacing failure relative to the subject device during the implant attempt. It was indicated that the device did not pace outside of the pocket nor inside the pocket, and that the electric values of the associated leads were acceptable. The physician also indicated that the issue was reproduced with a second pacemaker. Following reprogramming of the second device to bipolar, the pacemaker started pacing and the procedure was completed.